Manufacturer narrative:
(B)(4).

Event description:
Additional review determined an implantable neurostimulator (ins), not the lead, was missing setscrew and was not used. This event was reported in MFR report # 3004209178-2013-03511, any additional information received will continue to be reported in MFR report # 3004209178-2013-03511. Additional review also determined the issue with this lead was reported in MFR report # 3004209178-2013-00059, any additional information received will continue to be reported in MFR report # 3004209178-2013-00059.

Event description:
It was reported the lead was not used due to a missing setscrew. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.